Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. A 10/4.00 flextome cutting balloon was used to pre dilate the target lesion. During the procedure, it was noted that the device had difficulty in crossing the lesion. After some time, it was able to successfully cross the lesion. Then the lesion was dilated at 4atm/30sec. During the second inflation the balloon ruptured at 4atm/30sec. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified matter which was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified matter before further inflation attempts were made. On removal from the bath, the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified 10mm distal to the distal edge of the proximal markerband. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use.the markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was used to pre dilate the target lesion. During the procedure, it was noted that the device had difficulty in crossing the lesion. After some time, it was able to successfully cross the lesion. Then the lesion was dilated at 4atm/30sec. During the second inflation the balloon ruptured at 4atm/30sec. The procedure was completed with another of the same device. No patient complications reported.